Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging too frequently. The patient stated that they were told they would only need to charge about once a week but they had to charge three times a week. The patient had never completed recharging to 100% because they could not spend that much time recharging. There were no patient symptoms reported. It was noted that the patient was reprogrammed 3 times since implant due to unrelated stimulation/coverage issues [see related (B)(4) ¿ stimulation in the wrong location]. Additional information received from the consumer on (B)(6) 2016 reported that the patient's managing healthcare professional was notified of the ins charging too frequently. The patient had to charge every 4 days, and she always had to charge that much since implant. It took 4 hours to get a full charge when the battery charge level was just under 1/4 full. The healthcare professional told the patient to talk to a manufacturer representative. Regarding circumstances that led to charging the ins too frequently, the consumer reported that it had been like that since implant; it was noted that activity level ¿or anything like that¿ did not matter. With respect to steps taken to resolve charging too frequently, it was reported that nothing had changed it; ¿no steps, nothing had made a difference.¿ the patient stated she was told she would have to charge once a week for about an hour. However it took her 3-4 hours every 3-4 days, and she had to battle with getting recharge coupling bars. It was also reported that the patient had worked with three different manufacturer representatives; they were going through various programs to address unrelated stimulation/coverage issues [see related (B)(4) ¿ stimulation in the wrong location]. The manufacturer representatives had done what they could. It was noted that the patient had it on program d so that she did not feel the sensation that it was higher; the device was not changed to this setting until the very end. Additional information received from the patient reported she an implantable neurostimulator (ins) revision scheduled for (B)(6) 2016. The patient noted that they would "take everything out and put it all back in place" to try to correct the previously reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.